Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they got a power on reset (por) error message on their device. The patient stated that it specifically displayed ¿call por¿ and wanted to know what that meant. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.